Event description:
During the observation, the customer did not perform the colonovideoscope pre-cleaning process in accordance with the IFU. Deviations included not following IFU steps for pre-cleaning and leak testing, leaving the scope submerged, and disconnecting components underwater. No patient was involved.

Manufacturer narrative:
The product was not returned to olympus for evaluation; however, ess (endoscopy support specialist) conducted an observation with repair reduction. Based on this observation, the reported event was attributed to failure to follow instructions. The definitive root cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.